Manufacturer narrative:
This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient stated that he/she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient measured a sample on the meter and the result was 2.6 inr. A sample from the patient was tested in the laboratory using an unknown method, resulting as 3.6 inr. Time elapsed between sample collections is not known. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient's product was requested for investigation. The patient did not have any remaining test strips left for return.

Manufacturer narrative:
Retention test strips 258636 were tested in comparison to the current masterlot 286321-80 on internal reference meters. Human blood samples from marcumar donors were measured. The obtained results were in the allowed range. No error messages occurred. The retention material meets the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.